Event description:
Physician was using the versajet for debriding a patients wound. It requires nacl as the fluid of choice. The fluid ran out and the bag was changed, but they could not get the machine to provide service. They tried turning the machine off and on, disconnected the handpiece at the machine and started over with 0.1. Attempting to restore power slowly increasing the flow to 0.8, which is where we were when we ran out of sterile nacl and the machine would not deliver power. We pressed the foot pedal to try and get it to deliver power only to no avail. We opened a new hand piece started slowly of delivery at 0.1 slowly increasing the flow to 0.8 and the machine worked perfectly for the remainder of the surgical procedure.